Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that difficulty was experienced while inserting the right ventricular (rv) lead into the device during the implant procedure. The rv lead was successfully inserted. No adverse patient effects were reported.